Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lot). It was reported the pt is not receiving adequate coverage. An impedance check was performed and revealed low impedance. X-rays were taken and no anomalies were found. The pt's doctor believes scar tissue is causing inadequate coverage. The pt will undergo surgical intervention on a later date. No further information is available at this time.